Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg report #9616099-2008-02016, 02017, 02019. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.

Event description:
Thrombus was observed in the implanted cypher stents at the obtuse marginal (ob) and the right coronary artery (rca). To treat the thrombus, angioplasty (poba) was conducted. Approx one year later, optical coherence tomography (oct) was performed and confirmed late incomplete stent apposition (lisa) at the site of the implanted cypher stents. The pt is a male. Medical history includes myocardial infarction, dislipidemia, past history of coronary intervention. In 2004, three bms were placed, overlapping in the rca. In 2006, the pt underwent elective stenting. The target lesion was the obtuse marginal (ob). The ob was de novo and eccentric. Aha/acc classification of the vessel was type b2. The lesion length was 13.76mm and vessel diameter was 2.85mm. The first cypher (3.0/23mm) was implanted at 14 atm for 20 seconds, the second cypher (3.0/18mm) was implanted proximal to the 1st cypher overlapping it. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was three, and three after the procedure. The pt's act was not measured. In 2006, in-stent restenosis (isr) was seen at the distal portion of the senpu bms in the distal rca. To treat the restenosis, pre-dilatation was conducted with a balloon (3.0/15mm) at 8 atm for 30 seconds. The cypher (3.0x23mm) was implanted at 12 atm for 50 seconds distal to the isr position overlapping the bms. In 2007, the pt returned to the hospital complaining of chest pain. Coronary angiography was performed and revealed that there was thrombus in the implanted cypher stents in the ob and the distal rca. To treat the thrombus, angioplasty (poba) was conducted. In 2008, oct was performed and confirmed lisa at the site of the implanted cypher stents. The physician commented that the possible cause of the thrombotic event was that the pt's antiplatelet agents were not being taken correctly, and the pt became dehydrated because of heat illness, and lisa.